Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory was dented at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter. Damage to the cannula is likely due to mishandling. Deformation of the tip has the potential to cause scraping in certain loading conditions. No other damage found.

Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: 2955842-2007-00344 and 2955842-2007-00346.